Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to follow-up after receiving an inappropriate vf therapy. Review of the iegms showed a defect of the rv lead shock coil. The tachy therapy was deactivated. The lead will be scheduled for replacement.